Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented for a generator changeout, fluoroscopy revealed externalized conductors. No electrical anomalies were noted. The lead will continue to be used. No patient symptoms were detected and the patient will continue to be monitored.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was noted to be asymptomatic prior to the procedure and was in stable condition post procedure.